Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was partially surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced dizziness and subsequent syncope as a result of an episode in which noise was oversensed on this right ventricular (rv) lead. The patient was pacemaker dependent, and the episode resulted in 1400 milliseconds of pacing inhibition. All other lead measurements were stable. The patient was admitted to the hospital.

Event description:
Boston scientific received additional information that the pace/sense portion of this right ventricular (rv) lead was surgically abandoned. A new rv pace/sense lead was implanted. The shock portion of the lead remains in service. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The lead was partially abandoned and remains in service, however the device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed, and it was determined the device met specification. However, a review of the electrocardiogram for the episode on (B)(6), 2011 showed loss of capture by this lead for longer than 3 seconds, however laboratory analysis did not note any evidence of pacing inhibition according to the device and could not confirm the field allegations of pacing inhibition due to noise oversensing.